Event description:
Patient allegedly received a cook celect filter (B)(6) 2008 via the right common femoral vein due to pulmonary embolism (pe). Patient is alleging vena cava and organ perforation, deep vein thrombosis (dvt), and caval thrombosis. Patient notes and further alleges experiencing physical limitations and deep vein thromboses (dvt) post filter placement. Per a report from computed tomography (CT):" inferior vena cava filter appears in good position. There is thrombosis of the inferior vena cava and both iliac and common femoral veins. Extensive venous collaterals are present within the pelvis and anterior abdominal wall". Per a report from CT: "inferior vena cava filter in place with findings consistent with venous collaterals". "Thrombosis of the left external iliac vein and common femoral vein". Per a report from CT: "an ivc filter is seen with decompression of the ivc below the level of filter. The presence of several prominent venous collaterals in the anterior abdominal wall and mesentery raises the possibility of at least partial obstruction of the ivc". Per a report from CT: "an ivc filter is situated centrally within the inferior vena cava with no appreciable tilt. The inferior limbs project posterolaterally 8.5 mm outside the lumen and 5.5 mm anterior. The medial displaced limb is approximately 4 mm outside the lumen and is situated at the posterolateral margin of the aorta but in the aorta. No fractured or bent limbs. The tip is below the renal veins. No significant stenosis of the inferior vena cava suspected".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vc perforation, deep vein thrombosis (dvt), obstruction, physical limitations. The additional information regarding vena cava perforation does not change the previous investigation results for aorta perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional investigation the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: aorta perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2008, and the patient experienced at least 8.5 millimeters (mm) of perforation to the abdominal aorta. Hospital and medical records have been requested, but not yet provided.